Manufacturer narrative:
D10 concomitant devices: 02-012-45-2525 - lgc tibial fit tray cem sz 2.5f / 2.5t. 02-020-13-0225 - truliant cr cem fem cr cem left sz 2.5. 200-07-29 - advanced patella 29m 3 peg implant. The product associated with the reported event is within the scope of recall z-0019-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 137 months after a left total knee replacement procedure, the patient has experienced prosthesis wear. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D4: corrected the following: expiration date. D6a: corrected the following: implant date. D10: concomitant devices: ((B)(6)) 204-61-05 - tibial augment block 1/2-sz 1 5mm, ((B)(6)) 204-30-08 - stem extension 80l x10 mm, ((B)(6)) 208-09-05 - cc stem ext adaptor 5 degree, ((B)(6)) 204-04-21 - trapezoid tibial tray sz 1f/1t, 2f/1t, ((B)(6)) 204-32-08 - stem extension 80l x12 mm, ((B)(6)) 204-61-05 - tibial augment block 1/2-sz 1 5mm,((B)(6)) 208-01-02 - cc femoral sz 2. H4: corrected the following: device manufacture date. H6: corrected the following: health effect - type of investigation. The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.